Manufacturer narrative:
Device is an instrument and is not implantable. Device has not been received for the evaluation. Investigation is pending.

Event description:
During a surgery to extract hardware, one universal driver broke and the other prongs bent. The surgery was extended; however, it is not known by how long.